Event description:
It was reported the procedure was to treat an unknown artery. The 3.0x12mm rx xience pros stent delivery system (sds) was advanced to the target lesion; however during inflation to 7 atmospheres, the balloon was not holding pressure therefore the stent was not fully deployed. The sds was removed and a small balloon was able to be inserted within the partially deployed stent and inflated, fully deploying the stent. The sds was tested outside the patient anatomy and a hole was visible in the balloon. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.